Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence. Additionally, it was reported that an unknown cartridge alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.